Event description:
Customer alleged receiving a result of "0 mg/dl" (zero) twice in succession, when performing blood glucose tests on the advantage system. Zero is below the numeric range of the device, and the device should report the result as "lo," for any result less than 10 mg/dl. The customer did not treat/act on the results. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.